Event description:
The customer stated that she was only able to fill the reservoir half way due to an issue with the o-rings. The reported blood glucose reading was 106 mg/dl. Nothing further was reported.

Manufacturer narrative:
The reservoir o-rings were out of the groove. The reservoir will leak.